Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported that a programming error occurred. The manufacturer representative was called by the healthcare provider¿s (hcp) office to check the pump, which was alarming. At the time, the patient was in the hospital for an unrelated procedure. The manufacturer representative went to the hospital to check why the pump was alarming. It appeared that the pump was not updated after it was refilled. The patient was asymptomatic and was to go to the hcp¿s office and have the volume calculated, reset and updated. It was later reported that the refill occurred on (B)(6). The hcp forgot to update the pump. The alarm was due to an empty reservoir. At the time of this report, the hcp¿s office was trying to get the patient into the office to rectify the error. The patient was receiving effective therapy. The device system was used to deliver dilaudid 2mg/ml at 0.057mg/day and bupivacaine 14mg/ml at 4mg/day.